Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, when the physician was attempting to insert the peg tube through the stoma site, the tip of the tube kinked and bent and was unable to advance. The physician cut part of the tip off of the tube to obtain a more stiff tip and completed the procedure with this device. The incision site was reported to be 1.5 centimeters and the patient did not have a tortuous anatomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.